Event description:
4 days after a drug eluting stenting treatment procedure the patient experienced a myocardial infarction (mi) and stent thrombosis (st) requiring intervention. The lesion being treated was a 2.5mm, 100% stenosed proximal left anterior descending (prox lad) artery. The lesion was predilated. Then the physician placed a taxus express2 8.8% drug eluting stent in the prox lad. 4 days later the patient experienced a non q-wave mi. It was determined by the physician that an in-stent restenosis-thrombus had occurred. This was resolved by a reintervention of the prox lad by balloon angioplasty. The patient was discharged 2 days later on plavix and aspirin. In the opinion of the physician the relationship of the mi and the st to the taxus stent is "unknown", and the relationship of the mi to the target vessel is "probable".